Event description:
Customer reported that he had switched out his infusion sets 3 times and was still receiving no delivery alarms. The customer's blood glucose was 300 mg/dl. He had treated his blood glucose with the insulin pump and food. Troubleshooting found insulin was not able to exit during a fixed prime. It was found that insulin was able to exit during a manual prime. The customer was advised his infusion set or reservoir may be occluded. The customer also reported he had diabetes ketoacidosis 2 weeks ago. He also reported being hospitalized on (B)(6) 2014 for diabetes ketoacidosis. Blood glucose at the time of admission was 600 mg/dl. He also stated he was having symptoms of high blood glucose such as nausea and chest discomfort. The customer also stated he was connected to his insulin pump during hospitalization. Troubleshooting for the insulin pump found 2 air bubbles in the tubing. He also reported that his cannula was not occluded. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)